Event description:
Genesys hta (hydrothermal ablation) equipment malfunction during procedure of hysteroscopy, dilatation and curettage, hydrothermal ablation. Procedure started without problems, during 10 min hydrothermal ablation with 1 1/2 min remaining of ablation - screen went blank. Then immediately screen came back up stating "wait", "error code 25". Then screen stated, "cooling and flushing, 10 min countdown, started at 90 deg celsius, hazard stating "insufficient patient cooling, additional cooling time required", "warning: maintain stable position and do not remove procedure sheath". Went down to 82 deg celsius at the end of 10 min. Then machine stated to remove procedure sheath. Rep, [redacted], on the phone with us [redacted] to help trouble shoot. Error code info sent via text from rep. Forwarded error code to [redacted], main or manager. Informed by rep that it was okay to remove the procedure sheath. Dr. [Redacted] waited approximately 33 additional minutes before removing procedure sheath while at the same time using cool saline in vaginal vault with asepto to be extra cautious. Procedure sheath removed at 0930, entire sheath cool to the touch per dr. [Redacted]. Equipment immediately taken out of service and work order placed. Genesys hta system control unit gtin (B)(4), ref #m00658001r0, sn#[redacted], biomed ID#[redacted].